Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. Concomitant product(s): item # 157446, femoral head, lot # 592380; item # 139252, taper insert, lot # 145750; item # 103202, femoral stem, lot # 782140. Legal notification. Multiple reports have been submitted for this event. Please see associated reports: 0001825034-2018-03019, 0001825034-2018-03020 reported event was unable to be confirmed due to limited information received from the customer. The device history records were reviewed with no deviations / anomalies identified. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.

Event description:
It was reported that a patient underwent a revision surgery approximately 9 years post implantation due to failed right total hip arthroplasty metal-on-metal articulation with cavitary osteolytic lesion in the acetabulum. The patient was also reported as having experienced pain, dislocation, metal poisoning and metallosis from metal debris, loosening, and lack of mobility. Attempts have been made, and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed with operative notes. Review of the device history record identified no deviations or anomalies would contribute to reported event. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a revision surgery approximately 9 years post implantation due to failed right total hip arthroplasty metal-on-metal articulation with cavitary osteolytic lesion in the acetabulum. The patient was also reported as having experienced pain, dislocation, metal poisoning and metallosis from metal debris, loosening, and lack of mobility. Fluid, thickened fibrosis, metallosis was noted within the noted. A large cavitary lesion was also noted and debrided during revision. Attempts have been made, and no further information has been provided.